Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of "lo" results. Customer states that she often feels shaky and fatigued, but denies the need for medical attention. The customer's expected non fasting blood results are 88-125mg/dl. Verified test strips expire 10/31/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Customer performed a back to back blood test 131mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 23mg/dl; lo;lo;lo. Customer called very concerned seeking assistance to test because the meter have been registering error messages and "lo" on many occasions. Customer attempted a blood test during call and obtained a result of 131mg/dl but could not obtain another result due to the multiple error messages. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of "lo" results. Customer states that she often feels shaky and fatigued, but denies the need for medical attention. The customer's expected non fasting blood results are 88-125mg/dl. Verified test strips expire 10/31/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Customer performed a back to back blood test 131mg/dl not fasting. Reviewed meter memory: (B)(6). Customer called very concerned seeking assistance to test because the meter have been registering error messages and "lo" on many occasions. Customer attempted a blood test during call and obtained a result of 131mg/dl but could not obtain another result due to the multiple error messages. Adverse event not reported.